Event description:
As reported by the sales per the user facility: reports nurse started IV in e.r. And received stick to finger. Reports guard not protecting tip. Stick occurred when cleaning up from procedure. Regular post exposure protocol for facility was followed. Additional information provided by the facility indicated protocol bloodwork testing was performed. However, the facility has declined any information regarding the protocol bloodwork testing results. No further information is available. The lot number and the item number remain unknown.

Manufacturer narrative:
The actual device was returned to the manufacturer to be evaluated. One unidentified used introcan safety stylet with the safety clip covering the needle tip was returned. No manufacturing defects were noted. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available information has been provided to the actual manufacturer, in another country.